Event description:
It was reported when using the bd pyxis¿ medbank tower, the system was unable to issue medication. The customer reported that the malfunction caused a delay in dispensing medication to patients there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that synchronization issues were preventing access to updated data. A technical support specialist, following the advice of customer, ran a reverse sync on items, item attribs, emp, and emp attribs to resolve. The user was then able to retrieve the medication through a stat order. The system functioned as intended after the technical support specialist troubleshot the device.